Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was not opening. The field service engineer found broken u-link on solenoid plunger, hence replaced the u-link plunger to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the drawer 2.1 was failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.